Manufacturer narrative:
This field action is associated with all alinity I processing modules (ln 03r65-01), all ted (thermo-electronic device) engine, reagent coolers (ln a-30103732-01; ln a-30103732-02), and all cable power, ted controller (ln a-35006203-01; ln a-35006203-02). A product correction letter was issued on 05apr2019 to all alinity I processing module customers. The letter informs the customer of the issue of the potential loose cable connections on the reagent cooler, which could result in temperature errors and eventual reagent cooler failure. The letter instructs the customer to power off the alinity I system and contact abbott if unexpected reagent supply temperature errors are experienced, or if a burning smell or visible smoke is detected. Design changes have been made to address the issue, and part replacements will be conducted for impacted instruments.

Event description:
Abbott laboratories has identified that there is the potential for loose cable connections on the reagent cooler of the alinity I system, which could result in temperature errors and eventual reagent cooler failure. If this occurs, the operator may detect a burning smell or observe visible smoke. The failure of the cable connections on the reagent cooler could result in unexpected instrument down time, which could cause a delay in generating results. Additionally, there is also the potential for the system operator to be injured (electrical shock or burn) if he/she were to touch or come in direct contact with the exposed wire when the failure mode occurs. There have been no injuries reported as a result of this issue.